Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault) and service code 102 (charge profile faults). The cause for the failure was isolated to a defective u1004 and u100 on the computer/analog board. The root cause for the defective u1004 and u1005 cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.